Event description:
During a pci procedure, the balloon ruptured at 6 atm's. (The number of inflations and atm's is unknown.) The lesion being treated was a calcified and 99% stenotic lesion in the lcx. No pt injuries or complications were reported. Pt status is listed as "good."